Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect na for gen.2 results for several patient samples tested on the cobas 8000 cobas ise module (double). The initial result was reported outside of the laboratory. The reporter stated that the qcs were in range but were low when they ran patient samples. They ran the midday qc and the results were out of range. They then recalibrated and reran patient samples and found they had discrepant results. The reporter was able to provide one example of a discrepant result: the initial sodium result was 131 mmol/l with a repeat result of 140 mmol/l. The repeat result was deemed correct. The sodium electrode lot number is e83. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer and did not find any cause for the issue. The customer stated that the qc was in range but was low. The customer stated that after reviewing previous calibrations, they noticed a compensation limit alarm. They recalibrated and the result was acceptable. The qcs were rerun and the results were within the specified ranges. They did not find any issues with the patient results. They performed a patient correlation study with acceptable results. After service, no further issues were reported by the customer.  The investigation determined the service actions resolved the issue.